Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger was resetting and was unable to charge a battery pack. Upon evaluation, the battery board was defective. The root cause of the defective board cannot be positively identified. No adverse event resulted from the defective board. The last patient to use this charger/modem did not report any deficiencies.